Event description:
Pt was admitted to the hospital for removal and replacement of bilateral breast implants, bilateral capsulectomies and reconstruction of pectoralis major muscle secondary to deformity and rupture of right breast implant. These implants were placed some time in the 1980's following mastectomy in 1976 and 1987 for cancer. Pt authorized hosp to dispose of both surgically removed breast implants.